Event description:
Patient reported their retainer are causing cuts and sores in the back of their mouth. They are also having issues with cheek bite marks and one tooth has become very sensitive.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.